Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-02294. It was reported that the patient experienced a cerebrospinal fluid (csf) leak. During a permanent implant procedure, the patient had a csf leak. The patient reported having a headache.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Issue is resolvedfollow up information received that all the symptoms were resolved shortly after surgery.